Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This particular complaint could not be confirmed in the lab since the returned sample evaluated and revealed no issues. The root cause is undetermined. A batch review could not be conducted since the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The reported problem was that the patient connector almost separated from the tubing. The set had been used for 90 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.